Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they passed out and hit their head while cooking. The patient was hospitalized and will be seen by their pacemaker clinic at a later date to adjust the programming of their implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.